Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4). Smartablate generator (model# m-4900-07 serial# (B)(4). Smartablate pump (model# m-4900-08 serial# (B)(4). Lasso catheter. Boston scientific tsx transseptal needle.st. Jude medical 8.5 french sl1 sheath. Full UDI # information unavailable since the lot number is unknown. (B)(4)

Event description:
It was reported that a female patient, in her 80s, underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, while in the recovery room, the patient became hypotensive and a tamponade was confirmed via ultrasound. Pericardiocentesis was performed and yielded 110 ml of fluid. Patient was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Transseptal puncture was performed with a boston scientific tsx transseptal needle. Sheath used was a st. Jude medical 8.5 french sl1. Generator parameters included power control mode, titrated from 20-30 watts, and temperature cut-off of 40°c. Temperature, impedance, and power at the time of injury were not reported, as the time of injury is unknown. Overall ablation time and last ablation cycle time at the site of injury were not reported, as the site of injury is unknown. Irrigated catheter flow was set at 8 ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained in an unspecified range. Smarttouch catheter was used with the lasso catheter. It is likely that the 2 catheters were in close proximity at some point during the procedure. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did indicate to re-zero the catheter and it was re-zeroed. There were no errors reported on any bwi equipment during the procedure.